Manufacturer narrative:
(B)(4). When reviewing reportable events for the barimaxx beds range and maxxair mattresses range, we were able to find a few complaints, related to the patient falling/nearly falling from the bed as a result of various scenarios. Based on the information collected to date, the provided problem description and the inspection of the device, we have been able to confirm that after the event the devices were in full working condition and worked as per design. One of the maxxair ets feature is a turn assist system, which uses the air supply unit to slowly inflate the appropriate turning bladders to gently tilt the patient to the left or right side. The turn system is used as a help for the nursing staff when turning the patient from side to side and for the arjohuntleigh technician when changing the mattress on the bed. At the time of event, the side rails where in down position as the nurse had lowered them in order to get better access to patient, which was needed to change the dressing on the patient's arm. The turn assist feature was also activated at that time. Therefore when the mattress' turning bladders started to gently tilt the patient to the left or right side, the patient started to slide off the bed. Fortunately, the facility staff managed to put the patient back on the device, there was no actual fall from the device. There were no injuries sustained. The design of the barimaxx ii bed is that there are two split safety sides on each side of the bed that provide a barrier from the top of the head section of the bed occupant to approximately below the knee, leaving a gap at the foot end of the bed which allows the patient to exit the bed when needed. In accordance to the recommendation from the devices labeling (bed's quick reference guide 310612-ah rev. B and mattress' user manual #310115-ah rev. B) which were delivered to the customer together with the devices as part of the labeling, the user is informed that it is required to ensure that bed frame has side rails and that the side rails are fully engaged in their full upright and locked position, prior to engaging the turn feature. An arjohuntleigh representative, who visited the customer in order to inspect the devices, conducted on side in-service training, for the facility staff, on the turning feature, functions of the side rail and the castors. In summary, the device was being used at the time of the event, it did not fail to operate as intended, however the user was not fully aware how to operate it correctly, which in consequence lead to the hazardous situation - patient almost fell from the bed. Fortunately, no injuries have been sustained. However we have decided to report this event in an abundance of caution and to be transparent. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
It has been claimed that the bed is not working and that the patient almost fell out of the device.